Manufacturer narrative:
The product was not returned and a two-year analysis confirmed no indication of an adverse trend of alleged injury with 3m¿ ioban¿ 2 antimicrobial incise drape, 6640. Based on the information provided, 3m is unable to determine that the cause of the incident is attributed to the 3m¿ ioban¿ 2 antimicrobial incise drape. The product instructions for use (IFU) states the drape should be applied without tension. The IFU also states the drape should be removed by gently peeling back at a 180-degree angle from the skin and to take greater care when applying and removing adhesive products such as drapes on those with fragile skin. 3m¿ is unable to verify the leak and root cause without the sample. 3m¿ will continue to monitor.

Event description:
A 6-month-old allegedly experienced left chest superficial skin tears with post operative removal of 3m¿ ioban¿ 2 antimicrobial incise drape, 6640. The alleged skin tears were dressed with duoderm® dressings and treated with mupirocin antibiotic topical ointment with wound care. Upon discharge, the skin tear area reportedly appeared pink with a scab and no signs of infection.